Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an acute coronary syndrome in the mid right coronary artery that did not have any tortuosity or calcification. Post-dilatation of an unspecified stent was done with a 5.0 x 8 mm nc trek balloon catheter. The device did not meet any resistance during advancement. The balloon was inflated five times at 18 atmospheres (atms), 20 atms (above the rated burst pressure), 14 atms, 18 atms and 12 atms. Afterwards, however, the balloon was only partially deflated, and it would not pull back into an unspecified guiding catheter. After several failed attempts of pulling the device into the guiding catheter, both devices were removed as a single unit. However, it was not possible to remove both devices together through an unspecified 6-fr radial sheath. Therefore, an additional unspecified guide wire was used to remove the radial sheath with the device and guiding catheter as a single unit. The access site was not lost and recanalization was done with a new radial sheath to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the bdc from the guiding catheter and introducer sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters, nc trek rx, instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The access site was the right radial artery. No additional information was provided.